Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2011 to treat stress urinary incontinence. The patient experienced multiple complications, including erosion, formation of scar tissue, and will require additional medical treatment. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 in order to treat stress urinary incontinence and cystocele. It was reported that following insertion the patient experienced pain, extrusion, infection, recurrence, dyspareunia, and urinary problems. It was reported that the patient underwent mesh revision on (B)(6) 2012. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-32775. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.